Event description:
Report received of air in the tubing distal to the in-line filter. It was reported that the homecare patient was receiving a 3 in 1 tpn, 2500ml over 14 hours, with a one hour taper up and two hour taper down, via a hickman line. The patient primed the set via the pump. An unspecified time after the infusion was initiated, it was noted that there was an unspecified amount of air distal to the in-line filter. The patient discontinued the tpn and reportedly "skipped" the therapy for that day. The therapy was resumed the next day. There were no reported adverse patient effects. Though requested, no additional information was provided.